Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the proximal conductor had blood/body fluid (not obstructed). The outer insulation was melted and had cosmetic environmental stress cracking. Visual analysis indicated apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead had a possible insulation breach. The lead was explanted and replaced. It was also reported that the right atrial (ra) lead became dislodged during the removal of another lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.